Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via a merlin transmission showing non-sustained rv oversensing. Review of the stored egm noted post-paced t-wave oversensing. Programming changes were recommended. Patient has not presented for a follow-up since (B)(6) 2016, no programming changes were made.